Manufacturer narrative:
Please reference MFR report #2015691-2022-04296 for the report submitted on the patient's redo aortic valve replacement. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned via the implant patient registry that the 21mm 3300tfx aortic valve, implanted in the pulmonic position, was explanted after an implant duration of 6 years due to unknown reason. The explanted valve was replaced with a 27mm 11500a aortic valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H3: customer report of insufficiency was confirmed through observed rolled leaflet due to host tissue overgrowth. Report of calcification was also confirmed. As received, the free margins of all three leaflets were stiff and translucent-like due to dehydration. X-ray demonstrated wireform intact and moderate to heavy calcification on all three leaflets. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 2 at the inflow aspect and 5mm on leaflet 2 at the outflow aspect. Host tissue overgrowth on the stent circumference was moderate at both the inflow and outflow aspects. The free margin of leaflet 3 was rolled toward the outflow aspect due to host tissue overgrowth and created a gap in the central coaptation region. Host tissue overgrowth also fused leaflets 1 and 2 by approximately 2mm at commissure 2 and leaflets 2 and 3 by approximately 3mm at commissure 3 on the outflow aspect. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Suture threads remained attached to the sewing ring around leaflets 1 and 3. Updated sections: d4 expiration date, d9, h2, h3, h4, h6 device code(s), type of investigation, investigation findings, and investigation conclusions. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the information available, the device was intentionally used outside the way it was designed and intended. Through further investigation, it was determined that the root cause of this event was most likely due to patient related factors.

Manufacturer narrative:
Updated sections b5, b7 and h6 codes (component codes, device code(s), type of investigation) per additional information received. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was learned via the implant patient registry that the patient underwent a double redo valve replacement. The 21mm 3300tfx aortic valve (subject device), implanted in the pulmonic position, was explanted after an implant duration of 6 years due to mild pulmonary valve insufficiency. Severe calcification was also noted. The explanted valve was replaced with a 27mm 11500a valve. The patient also had redo-aortic valve replacement performed. At the completion of the procedure, excellent hemodynamic performance with no left ventricular outflow tract obstruction or truncal (aortic) valve regurgitation. No evidence of right ventricular outflow tract obstruction.